Event description:
It was reported that a revision surgery was performed due to mobilization of the stem and wear of the polyethylene.

Manufacturer narrative:
Results of investigation: it was reported that a revision surgery was performed due to mobilization of the sl-plus stem and wear of the bicon-plus pe insert. As of today, no device has been returned for investigation. An appropriate evaluation of the complained devices could therefore not be conducted. No medical records have been provided. The reported event could not be assessed and a thorough medical assessment could not be performed. A review of the batch record revealed no deviation from the standard manufacturing process for both devices in scope. The devices have been manufactured in 2006. A review of the complaint history revealed one other complaint for the batch of the sl-plus stem. No other complaint has been reported for the batch of the bicon-plus pe insert. The IFU (li. No. 12.23 ed 05/16) states "wear and loosening of the implant" as possible risk factors in combination with the implantation of a hip prosthesis. The executed investigation steps give no indication that the device failed to match specification at the time of manufacturing. However, based on available information it is not possible to determine the root cause for the reported issue conclusively.the need for corrective action is not indicated. Smith + nephew will continue to monitor this device for similar issues. The complaint will be reopened should the devices in scope be returned.